Event description:
A solia 60 lead was deployed in the right septum attempting to get to the lbb. Physician was not satisfied with the placement and attempted to retract the helix which did not occur. He tried rotating the lead body several times to free up the lead but was not successful. He was tugging on lead and it was noticed on fluoro that the lead had separated near the tip. The lead was left in place and a medtronic 3830 lead was positioned in place. The solia lead was plugged into the lv port of a crtp edora. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.